Event description:
The physician attempted to deploy an endeavor resolute 3.00 x 24 mm rx drug eluting stent. The target lesion was located in the lad, was long, had 95% stenosis, was severely calcified and the vessel tortuosity was moderate. A pre-dilatation was carried out using a 2.0 x 20 mm balloon. The stent was then advanced to the lesion but it was reported that it would not cross. Upon removal it was reported that the stent was deformed. Another endeavor resolute stent was deployed. No patient complications were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion with 95% stenosis). No results available since no evaluation was performed. Device not returned. Evaluation conclusions: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, calcified lesion with 95% stenosis). Unable to confirm complaint. Device not returned. (B)(4).